Event description:
It was reported by the legal guardian that the patient¿s blood glucose (bg) reached 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. It was reported that the pod cannula did not go into the skin and the pink slide moved into the viewing window, which indicates a failure of the needle mechanism to deploy as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.